Event description:
It was reported that the filter of a non-dehp extension set, 0.2 micron filter became "clogged" during lumizyme infusion. The nurse reportedly replaced the IV sets four (4) times in order to complete the infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.